Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced moderate dysphagia symptoms leading to linx device explant. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure including cruroplasty and linx device implantation occurred without issue on (B)(6) 2017. -esophagogastroduodenoscopy (egd) with balloon dilation and 5 opening displacements performed on (B)(6) 2017. -egd with balloon dilation and 6 opening displacements performed on (B)(6) 2017. -device explant due to moderate dysphagia occurred without issue on (B)(6) 2017. -device was found in the correct position/geometry at the time of removal.